Event description:
Patient reported a right side "deflation." Device has been explanted, replaced, and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, d4, g2, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "deflation". Device was explanted.